Event description:
A customer contacted baxter technical svc requesting a swap of the homechoice device per his doctor. The svc rep reviewed the alarm log and identified some low drain volume alarms, check pt line alarm, slow flow pt line alarm and check lines and bags alarm. The home pt said that during a previous therapy, the home pt felt overfilled and watched the device drain over 3000ml during dwell of cycle 3. The svc rep reviewed the program (ccpd, total volume = 12000, total time = 9:00, fill volume = 2400, last fill volume = 2300, dextrose = same, initial drain amount = 2000, cc=36, last manual drain = no.) The pt's fill volume was 2400ml. The svc rep explained minimum drain percent to the home pt. The home pt did not remember the date and did not contact baxter at the time of the overfill. The home pt uses 36 feet of drain line, and the device is set 5 inches higher than the bed. The home pt reported symptoms of abdominal discomfort and abdominal distention. A swap of the device was arranged.